Event description:
Pre-treatment for chemoembolization. The vessel was tortuous. During the procedure, it was reported the implant coil prematurely detached inside the middle portion of the catheter and access had to be regained. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded(B)(4).